Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion exhibited 90% stenosis. There were no difficulties noted when removing the protective sheath. The inflation device remained on neutral pressure during delivery of the 3.0 x 18mm resolute onyx device. Prior to the successful placement of the additional resolute onyx, one non-medtronic stent and one resolute onyx stent had been attempted to cross the dislodged 3.0 x 18mm resolute onyx. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a severely calcified, moderately tortuous lesion located in the mid right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered however excessive force was not used. It was reported that a stent dislodgement occurred during delivery to/at the lesion. The dislodged stent was crushed to the vessel wall using another resolute onyx stent. The patient was reported to be alive with no further injury.